Manufacturer narrative:
The investigation determined that a higher than expected vitros sodium (na+) result was obtained from a patient sample using vitros na+ slide lot 8979 compared to a vitros na+ result obtained from the same patient sample using the previous vitros na+ slide lot 3267. The results from both slide lots were obtained on a vitros xt3400 system. The assignable cause of the event is improper pre-analytical sample handling. The customer did not provide specific details as to how the sample was improperly handled and declined any further interaction with ortho concerning this event. Diagnostic within-run precision testing indicated the vitros xt3400 chemistry system was performing as intended within the timeframe of the event. Vitros pv fluid and non-vitros mas qc results indicated vitros na+ slide lot 4236-1055-8979 was performing as intended within the timeframe of the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ slide lot 4236-1055-8979. (B)(6).

Event description:
The investigation determined that a higher than expected vitros sodium (na+) result was obtained from a patient sample using vitros na+ slide lot 4236-1055-8979 (lot 8979) compared to a vitros na+ result obtained from the same patient sample using the previous vitros na+ slide lot 4232-1041-3267 (lot 3267). The results from both slide lots were obtained on a vitros xt3400 system. Patient sample 1 lot 8979 vitros na+ result of 147.3 mmol/l vs. The slide lot 3267 vitros na+ result of 125 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The patient sample was processed as part of a correlation for putting a new slide lot into use and was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).